Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of evaluation: the tibial and patellar components can not be evaluated for the reported tibial insert wear and patellar disassociation as they have not been returned to howmedica. The lot codes have not been supplied so that a review of the device history records for these components is not possible,. Attempts to obtain the device and lot code info have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear and separation of the patella. The tibial insert exhibited minimal wear and was prophylactically replaced at this time.